Manufacturer narrative:
Physio-control made several attempts to contact the customer for a status of their device repair, including written correspondence; however, none of those attempts were successful. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete the boot-up process and the service indicator was present.  There was no patient use associated with the reported event.